Event description:
Catheter inserted 2005. Nurse was doing dressing change about 4 weeks later, and found tht the catheter was split in half at the hub. A new line needed to be inserted. No harm was caused to the patient.